Manufacturer narrative:
The lot number for the malfunction is unknown, therefore the manufacturing review could not be conducted. The device has not been returned for evaluation; therefore, the investigation is inconclusive for migration or expulsion of device as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model unknown g2 vena cava filter allegedly experienced migrating or expulsion of device. This information was received from one source. This malfunction involved one patient with no consequences. The weight of (B)(6) old male patient was not provided.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model unknown g2 vena cava filter allegedly experienced migrating or expulsion of device. This information was received from one source. This malfunction involved one patient with no consequences. The weight of 27 year old male patient was not provided.

Manufacturer narrative:
H10: the lot number for the malfunction is unknown, therefore the manufacturing review could not be conducted. The device has not been returned for evaluation; therefore, the investigation is inconclusive for migration or expulsion of device as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. Cantwell, c. P., & lynch, f. C. (2007). Caudal migration of a g2 filter during carbon dioxide cavography. Journal of vascular and interventional radiology, 18(6), 814¿815. Doi: (B)(4). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.